Manufacturer narrative:
Results: no samples were rec'd for evaluation. Conclusions: due to similar complaints for the 50ml syringe, implementation of a higher viscosity barrel lube was performed at the plant, which had shown to lower pump forces. In addition, an in-process pump force requirement has been implemented. New lubrication has been implemented at the beginning of (B)(6) 2014. (B)(4).

Event description:
Facility is using the syringe on an alaris plus gh with alarm set at l3 (default is l3) per protocols. Occlusion alarm went off on a patient who recently had a heart transplant. The patient nearly died.